Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and legal manufacturer's final investigation. A review of the device history record (DHR) found no deviations that could have caused or contributed to the reported issue. An olympus field service engineer (fse) was dispatched to the user facility where the complaint was confirmed and the lamp was replaced. Based on the results of the legal manufacturer's investigation, the probable cause is likely the lamp was damaged from wear, causing the blinking/flickering and insufficient light emission volume.

Manufacturer narrative:
The device in this report has not been returned to omsc for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed by the user that the main lamp was blinking and flickering. And the light emission volume by the main lamp was insufficient. The lamp usage indicator displayed 400 hours. There was no report of patient injury associated with this event.